Event description:
Customer was discharged on (B)(6)2018.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was in a car accident after losing consciousness with a blood glucose of 592 mg/dl. Customer was transported via ambulance to the emergency room and was admitted to the hospital. Customer experienced memory loss, head injury and eye socket damage. Minor surgery was performed for ear and eye injury. Intravenous insulin was administered to lower bg. At the time of the report, customer¿s bg was 365 mg/dl and customer had yet not been discharged. Contact alleged that insulin delivery had stopped and was the cause of elevated bg. Tandem customer technical support (cts) reviewed pump data and confirmed 1 bolus delivered on the event date. Contact stated that two additional boluses were delivered that day that were not confirmed in pump data. There were no alerts or alarms that would have stopped insulin delivery. Reportedly, customer didn¿t have any insulin coming out of the body at the infusion set site, as if the cannula was not fully inserted. However, this could not be confirmed because cannula had since been removed and discarded. Customer reverted to using manual injections for insulin therapy.